Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 63-year-old female with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the impella was repositioned under echocardiogram and since then is less ectopy. The purge was changed to heparin. Two days later, bloody drainage was noted to the impella site. Systemic heparin was placed on hold and bleeding has stabilized since.

Manufacturer narrative:
The investigation for the reported access site bleed and ectopy has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to anticoagulation management since hemostasis was achieved by holding the heparin. Without additional clinical details, the root cause of the ectopy could not be determined. To conform to updated procedures, section d6 was revised with updated information.